Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of 50 mg/dl. The cause of bg was unknown. The customer reportedly forgot to remove the air form the cartridge prior to filling the cartridge with insulin. Bg was addressed with orange juice. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels not confirmed. There were two bolus requests made on (B)(6) 2018 and no bolus requests made on (B)(6) 2018. Cartridge change sequence was completed on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.